Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 435 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pink slide insert was not visible in the viewing window. Found the hard and soft cannula's inside the needle well with the distal tip of the hard cannula inserted into the bottom housing. The hard and soft cannula's never exited the needle well. Upon opening the device, the needle mechanism fully retracted. The hard cannula was found bent and the soft cannula not seated inside the slide retract, inside the device. Damage was found to the bottom housing environmental seal indicating the chassis sub assembly was not installed correctly. The needle mechanism could not be reset due to the bend in the hard cannula.